Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and olympus endoscopy support specialist (ess) visit, results of third-party testing, the device evaluation and the lms final investigation. Correction: d9 additional information. An olympus ess visited the user facility and conducted observation. The ess noted that the customer uses a viscous lidocaine jelly to lubricate the scope upon intubation. The staff reportedly was unaware of what the jelly consists of. The ess explained that water based lubricants should be used and the staff advised the ess that they would look for an alternate lubricant. The customer using non-olympus brushes brushed the channels appropriately but did not cleaning the bristles with their fingers before removing the brush from the channels or after the brush was removed. The ess advised the customer to consider using olympus brushes and advised on the proper cleaning of the brushes. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: the insertion section cfu: unknown bacterial identification: stenotrophomonas species, acinetobacter variabilis. Sampling date: (B)(6) 2024 sampling from: the instrument/suction channel cfu: unknown bacterial identification: micrococcus luteus. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope was used in a procedure after the device tested positive for rothia microorganism that showed up in all bronchial alveolar lavage (bal) samples that were collected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.